Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. The sapien 3 valve was not returned to edwards as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery revealed one of the 3 valve leaflets had abnormal movement and abnormal tissue. However, the report of the torn valve leaflet could not be confirmed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, investigation results suggest in addition to the mechanisms listed above, patient factors not provided and cardiac remodeling may have caused or contributed to the late pvl and subsequent deployment of a new valve. The complaint regarding the possible torn valve leaflet could not be confirmed based on the case imagery review. A review of the DHR, lot history and manufacturing did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals also revealed no deficiencies. As reported, 'one year post implant, the patient presented with symptoms. Moderate paravalvular leak (pvl) was observed by tte. Tee/angio revealed an apparent tear to the sapien 3 leaflet. It was speculated that the leaflet was torn due to the significant additional volume used during the initial valve implant.' Per IFU, structural valve deterioration (leaflet tear) are potential adverse events associated with the use of valve. Additionally, per procedural and device preparation manual 'to maintain proper valve leaflet coaptation, do not overinflate the deployment balloon. The delivery system requires a prescribed volume for thv deployment and proper function'. Per imagery review, one of the three leaflets had abnormal coaptation (unable to confirm leaflet tear). Although a definite root cause for the leaflet abnormal coaptation could not be determined, procedural factors (over inflation of the valve at deployment) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, a 29mm sapien 3 valve was implanted in the aortic position with nominal plus 5cc volume. One year post implant, the patient presented with symptoms. Moderate paravalvular leak (pvl) was observed by tte. Tee/angio revealed an apparent tear to the sapien 3 leaflet. It was speculated that the leaflet was torn due to the significant additional volume used during the initial valve implant. A second 29mm sapien 3 valve was implanted during a valve in valve (viv) procedure, reducing the pvl to mild. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient. No further information is available from the facility.